Event description:
Caller reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, after which the error did not reoccur, allowing the caller to successfully start the sensor session.